Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a caiman disp.instr.non articul.d5/240mm (part # pl738su) was used during a salpingectomy procedure at the time of a cesarean section (c-section) delivery performed on (B)(6) 2022. According to the complainant, during the bilateral salpingectomy procedure, the tips were sticking and difficult to remove from the tissue. There was an unspecified surgical delay while "repair" and suturing to fallopian tubes was performed. The complaint device was not available to be returned to the manufacturer for evaluation. An additional medical intervention was necessary. Additional information was not provided. The adverse event/malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation: up to now there is no sample available, therefore an investigation is not possible. Device history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion/preventive measures: root cause cannot be finally concluded. Therefore the root cause specific risk cannot be identified. The potential risk determined during initial vigilance evaluation remains valid. The problem of "adherent tissue" can have a number of different causes. If the product is returned at a future date, another investigation will be performed at that time. Based upon the investigation results, a CAPA is not required.